Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that while using the arctic sun gel pads near the pt's armpit, the pt developed a stage 1 ulcer.